Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a change sensor alarm after only 2 or 3 days of use. The customer's blood glucose reading was 400 mg/dl. The customer was advised to remove and change the sensor. The customer's sensor was replaced, however nothing was returned.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been provided in this report.